Event description:
A report was received on (B)(6) 2025 from an impulse dynamics field representative that during a lead revision procedure earlier that day, the v1 lead port on the osm ipg started to generate consistent noise. The lead was disconnected and reconnected several times, but the port continued to have noise. Even after swapping leads entirely, the noise stayed on the v1 port. The ipg was swapped out for a new one, and the new ipg showed no noise on either port. It is unclear at this time why the original osm ipg, which had been implanted in the patient more than three months prior, never previously generated noise on the v1 port but started doing so during this procedure. After being decontaminated at an approved decontamination facility, the explanted device was received by ID USA for further evaluation on spetember 19, 2025. A full product evaluation is currently underway.